Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed. Since the stress was applied to the tip of the light guide connector inside the scope socket, there is a possibility that the adhesive of the light guide connector tip has peeled off. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name exceeded the character limit. The full name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light guide connector could not be removed from the video system center. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was reported to be cancelled. There was no reported patient impact.